Event description:
It was reported that the device had a processor pca issue. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found processor errors. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the front case requires a processor pca. It was replaced. The device passed testing and was put back into service.